Event description:
Information was received from a consumer regarding an unknown patient with an implantable drug infusion pump. It was reported the friend or family member said the doctor told them there were two other people they service that it happened to. A reset occurred. No patient information was given; no patient symptoms reported. No drug information was provided.